Event description:
(B)(4). The dealer reported that the rvl mechanical wheelchair back upholstery stitching were coming apart. The top d ring was loose and would not stay in place, although the end user would tighten it, and as they day went by, the back would loosen up again. There was no patient injury reported